Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient's spouse reported that the patient woke up yesterday and their diaper was almost half a quarter full. The caller stated they were returning a call from manufacturer representative (rep) but they'd also called the same number they just called today yesterday and the woman they spoke with yesterday walked them through setting the therapy settings up because the ins hadn't been set up when the patient had gotten the implant on (B)(6) 2025. The caller stated they believed the therapy was on now and they thought the patient was doing good. Patient services reviewed with the caller that the therapy would stay on whatever level they set it on and that it would not change unless they chose to change it themselves. Caller confirmed understanding. The caller said the "woman" already spoke with them about the external devices so they declined communication one talking points because they knew which program to go. They mentioned that every now and then, the patient had been feeling a little tingling at the implant site but it hadn't caused pain and the patient hadn't felt it like that in a while. Patient services reviewed stimulation considerations with the caller and redirected the caller and patient to discuss this with the patient's healthcare provider (hcp). The caller was able to connect to the patient's settings to confirm for themselves that the therapy was still on. The stimulation was at 2.0 ma. External devices were functioning as intended. The patient was going to continue monitor their symptoms and follow up with their managing health care provider (hcp) in about 2 weeks when the patient had their post-op appointment.